Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/18/2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: keypad cover is intact, all buttons do not respond to user inputs, keypad cover was removed and no contamination was found under contacts, pump case removed and no moisture damage was observed internally. Bolus button cover is detached/missing, the bolus button contact is damaged/bent and locked in on position causing a bolus button short and preventing the keypad buttons not respond to user inputs, investigation completed with returned battery cap. Unrelated to the complaint, display is dim/fading/reddish and the battery compartment is cracked below pad.